Event description:
The customer reported incorrect result / false h & h critical result flagged /wbc /rbc /hgb/hct/ mch/mchc / platelets higher // on one sample. There were indications of erroneous results being reported outside the laboratory, leading to one patient receiving one unit of blood. The erroneous results were not confirmed by that laboratory and it is unknown if that transfusion was required. No patient history was available. There was neither death or serious injury associated with the event. Based on the information provided, there is no sufficient evidence that reasonably suggests a malfunction. Based on the servicemax service request ca-06603370 dated march-09-2024, the customer technical specialist (cts) assisted the customer's reported issue. The cts confirmed this issue was isolated to one patient sample. The reported issue could not be reproduced by the cts, and no instrument malfunction was identified. The customer agreed with the solution and did not call back to report any issues. Service records for the instrument have been reviewed and there is no report of a recurrence of this event by the customer. System was verified to meet published performance specifications. The system is considered operational. The reported issue could not be reproduced by the cts, and no instrument malfunction was identified. The laboratory released the results without further testing.

Manufacturer narrative:
Section a - patient information was not provided. The field service engineer (fse) indicated that controls were ran before and after this event, and they were passing, meeting the published performance specifications. The reported issue could not be reproduced by the cts, and no instrument malfunction was identified. The customer agreed with the solution and did not call back to report any issues. Service records for the instrument have been reviewed and there is no report of a recurrence of this event by the customer. System was verified to meet published performance specifications. The system is considered operational. Bec internal identifier (B)(4).